Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of 464mg/dl. Customer¿s current blood glucose 463 mg/dl. Customer was treated with manual injection. Customer state that insulin existed. Cannula was bent. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned be for the analysis.